Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Event description:
The customer reported a ce infusor sv0.5 which was leaking near the distal end flow restrictor site before use. The device was filled with 5-fluorouracil when the leak was discovered. No patient injury or medical intervention was reported. No additional information was available.

Event description:
A nurse (rn) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during drain 1 of 5. The rn stated the patient had not disconnected since the start of therapy. The rn stated she checked all connections and could not find any source of any leak. The rn confirmed that there was air in the patient line. The technical service representative (tsr) assisted the rn to cycle power to clear the alarm. The rn confirmed she closed off the transfer set and would call the peritoneal dialysis nurse to come disconnect the patient and remove the cassette. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). Additional information: this device was not returned to baxter for evaluation, therefore the reported condition could not be confirmed and the root cause could not be determined. Batch review determined that no nonconformance reports were opened during manufacturing of this device. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4): baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.